Manufacturer narrative:
(B)(4). The customer provided one photo for evaluation. The photo shows three unopened arterial kits, all with severely bent guide wire protective tubing and creased packaging. The customer also returned one unopened arterial kit for analysis. No definite signs of use were observed. The kit was opened to better analyze the components. Visual analysis revealed that despite the guide wire appearing bent inside the tubing, the guide wire was not kinked. However, the protective tubing was observed to be severely kinked, and several creases were observed in the outside packaging of the kit. The lidstock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The guide wire total length measured 350mm, which is within the specification limits of 345mm - 355mm per the guide wire graphic. The guide wire outer diameter measured 0.521mm, which is within the specification limits of 0.508mm - 0.533mm per the guide wire graphic. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was passed through the returned 20 ga introducer needle. The guide wire was able to pass completely through with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed damage to the packaging is consistent with damage caused by shipping and handling. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The instructions for use (IFU) provided with this kit warns the user, "sterile, single use: do not reuse, reprocess or re-sterilize. Reuse of device creates a potential risk of serious injury and/or infection which may lead to death. Reprocessing of medical devices intended for single use only may result in degraded performance or a loss of functionality." The customer report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. The returned guide wire was not kinked, however, a severe kink was observed on the guide wire tubing, and several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "product received on import invoice 21934 and upon inspection it was observed that the catheter is tortuous." No patient involvement reported. Associated mdrs:3006425876-2023-00072 and 3006425876-2023-00070.

Event description:
It was reported "product received on import invoice 21934 and upon inspection it was observed that the catheter is tortuous." No patient involvement reported. Associated mdrs:3006425876-2023-00072 and 3006425876-2023-00070.

Manufacturer narrative:
Qn#(B)(4).